Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor exhibited black particulate matter coming out during reprocessing. The were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct information previously entered in section d4 of the initial report. Olympus will continue to monitor field performance for this device. Corrected field: d4.